Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer related number: 2017865-2019-10091. It was reported that the patient presented with chest pain. The physician initially believed there was no issue but suspected the atrial lead had gone through the atrium. This was not confirmed on echocardiography. The patient was still having chest pain so the physician explanted the atrial lead and inserted a passive lead. The right ventricular lead was repositioned electively during the procedure in case there were any potential issues with placement. The patient was stable.